Event description:
It was reported that during remote follow-up, premature battery depletion was noted on the patient's pacemaker (pm). The physician elected to explant the pm and replace it with a new one. The patient's condition remained stable.